Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant was removed due to becoming fractured. Tooth #23.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: health effect clinical code was added: 4582. H6: investigation type codes were added: 3331, 4109, 4110, 4111 and 4114. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One impl scr-v mini sbm 3.3mm 3.5mm 13mm (svmb13) was not returned for investigation. Therefore, visual evaluation could not be performed in person put picture evidence was provided . The investigation was conducted using applicable instructions for use (IFU), risks files, and picture evidence. Based on the evaluation, device malfunction was verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (63582758) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number (63582758) for similar events (complaint category keywords: fracture: implant) and one other complaint was identified.. Functional testing could not be performed since the product was not returned. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are improper loading and techniques. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.